Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient underwent surgery that day and the surgeon was able to re-insert the lead pin into the generator which resolved the high impedance. The impedance value after the pin was re-inserted was 3535ohms.

Manufacturer narrative:
Brand name; common device name; model #, serial #, lot #, expiration date; device manufacture date: corrected data: additional information was received which changes the product that was reported on the initial report.

Event description:
On (B)(6) 2012 it was reported that during a clinical visit that day, high impedance was observed during diagnostics; output=limit/lead impedance=high/impedance value>10,000ohms/ifi=no. The patient's device was disabled due to the high impedance. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance x-rays dated (B)(6) 2012 were received by the manufacturer for review. Based on the x-ray images provided, an exact cause for the reported high impedance could not be determined. However, a portion of the lead behind the generator could not be assessed; therefore a lead fracture in that portion of the lead cannot be ruled out. Also, the presence of a micro-fracture in the lead cannot be ruled out. Since whether the lead pin was fully inserted could not be assessed due to the angle of the x-rays, it may be that the pin is not fully inserted. The patient was referred for revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.